Event description:
It was reported that the customer was taken to the hospital by paramedics due to diabetes ketoacidosis and high blood glucose. It was stated that the customer was released after he was treated with manual injections. The caller stated that a diabetes educator tested the insulin pump the day before the event and the insulin was not coming out. The alarm history was reviewed and found a no delivery alarm. The mother stated that the customer changed the site and no alarms occurred. Advised the caller that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.